Event description:
It was reported that a suspected malfunction was observed. No further information is available at this time.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.